Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5.

Event description:
It was reported that the insulin pump buttons unresponsive. Customer stated the insulin pump unable to deliver bolus the numbers went fast. Customer's blood glucose was 400 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.